Event description:
It was reported that a caregiver contacted support regarding a glucose falling quickly alert at 63 mg/dl on an ilet bionic pancreas user, who is new to the ilet. The device indicating an approaching low during the initial learning period, and the caregiver treated with small amounts of oral carbohydrate as instructed. Customer care provided support that included troubleshooting and education on responding to rapid glucose fall alerts and early-use variability while the ilet adapts. Investigation of this case revealed that the hypoglycemia was of unclear cause, with no device malfunction reported and appropriate use of oral glucose for treatment. No clinical symptoms associated with low glucose level. Outcomes included transient hypoglycemia that was managed at home without medical intervention. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.